Event description:
Event description in response to a recent safety communication that was issued on may 12, 2006 for this device model, a request was made for a longevity calculation based on returned device data.